Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had an extremely small left ventricular outflow tract (lvot) and calcium extended. During the procedure, the valve was able to be implanted. Post-implant, the valve popped up. The physician decided to snare the valve up a few mm away from the left-coronary cusp (lcc). The patient's status was stable.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a horizontal aortic valve angle measuring to be 57 degrees. The patient also had an extremely small left ventricular outflow tract (lvot) and calcium extended to 8mm deep and 5mm in width. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 16mm, non-abbott balloon. During the procedure, at 80 percent, the valve was placed at a depth of 4.5mm on both the non-coronary cusp (ncc) and left-coronary cusp (lcc). It remained at 4.5mm until the tabs came out at that point it popped up almost immediately. The physician decided to snare the valve up a few mm away from the left-coronary cusp (lcc). They could only grasp the inner tab; the outer tab caused an aortic dissection in the aortic wall. The patient became hypotensive, and medications were administered to stabilize. There was no clinically significant delay reported. The patient had an extended hospitalization. The physician believes that the patient had a very small annulus and an even smaller lvot causing the migration. The patient's status was stable.

Manufacturer narrative:
An event of valve migration towards the aorta during procedure was reported. Information from field indicated that the patient had an extremely small left ventricular outflow tract (lvot) and calcium extended to 8mm deep and 5mm in width and the valve was implanted successfully at 4.5 mm depth (optimal implant depth). Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that the valve was snared successfully, but the outer tab caused an aortic dissection in the aortic wall. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The reported hospitalization and hypotension were a case specific circumstances as the patient had an extended hospitalization and medication was administered to stabilize. Based on the information received and the cine review; the cause of the migration could be due to incomplete stent opening, excessive depth, and ineffective pre-ballooning. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 4582.